Manufacturer narrative:
(B)(4). System error 2240 was not confirmed due to a lack of sample. The root cause of the complaint was not determined.

Event description:
This is an international report of a patient who received a system error 2240 alarm while performing therapy on the homechoice (hc) unit. During troubleshooting with the home patient (hp) it was discovered that there was an open clamp on an unused supply line. The technical service representative (tsr) had the hp cycle the power off and on and the system error did not repeat. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed should any significant supplemental information become available.